Event description:
It was reported that during an unspecified surgical procedure the handpiece device was "not holding the burr." The planned surgical procedure was completed without delay as an identical spare device was available. No patient harm, adverse outcome or injury was alleged. The date of the event was unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional test was performed and the reported condition was duplicated and confirmed. The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental report will be sent accordingly.

Manufacturer narrative:
The device was worn from excessive force. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.